Event description:
Manufacturer sales rep called to report an account that opened a new box of test strips and two pouches within the box were not sealed. The two sides of the foil separated, and the strips had fallen out and were loose inside the box. The strips were replaced and requested to be returned for evaluation.